Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Problem discovered by the biomed when they did a pre-use check (puc) before performing preventive maintenance on the ventilator. During troubleshooting on-site, the field service engineer found a leak in the expiratory side, possibly caused by the expiratory valve coil. The ventilator was returned to the customer and approved for clinical use after passed calibration, functional, and safety tests. The replaced expiratory valve coil, control pcb, dc/dc & standard connectors pcb, and monitoring pcb were returned for investigation. The evaluation of received device logs shows internal leakage, expiration valve and safety valve test failures between (B)(6) 2022. On (B)(6), a software upgrade was performed indicating that the ventilator was being serviced. Returned parts were installed in the reference ventilator, one part at the time. Several pre-use checks and extra tests passed, and simulated use test ventilation ran for three days without any deficiency noted. The conclusion in this matter is that the reported puc test failures could be confirmed in the received device logs but not during laboratory tests when returned parts performed according to their specifications. Reported problems may have been service-related, but this could not be confirmed.